Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for three patient samples tested for tina-quant hba1c a1cdx gen.3 (hba1c) on a cobas c 513 analyzer (c513). Of the three samples, two had erroneous initial results that were reported outside of the laboratory. A physician believed the initial values to be implausible, so the samples were repeated. The repeat results were believed to be correct. The first sample initially resulted as 13.69 %. The sample was repeated twice on (B)(6) 2017, resulting as 7.17 % and 7.05 %. The second sample initially resulted as 11.83 % on (B)(6) 2017. The sample was repeated on the same analyzer, resulting as 4.91 % on (B)(6) 2017. The sample was also repeated on a different c513 analyzer, resulting as 4.99 % on (B)(6) 2017. No adverse events were alleged to have occurred with these patients. The hba1c reagent lot number was 167633. The reagent expiration date was asked for, but not provided. The instrument is new. Calibration and controls are well within range. The field service engineer checked probes and probe adjustments. He checked the wash station adjustment and the amount of water was elevated. Gear pump pressure was checked and a system reagent was checked. Precision studies were performed. After the service visit, an erroneous result was generated for the third sample, but this result was not reported outside of the laboratory. The field service engineer returned and determined that a cell segment had not been put in the correct position by the customer after cell replacement. The last affected patient result was traced to the affected cell number. No further issues have been reported by the customer.